Manufacturer narrative:
An event regarding revision due to altr was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the reported devices could not be performed as no items were returned. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: the product experience reporting database shows there have been similar event reported for the product family. This issue has been previously investigated and addressed. Conclusions: voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to altr considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported as excessive hip pain. Patient felt 'pop' in right hip with pain helping his wife. No treatment. Resolved as of (B)(6) 2012. Update as per broadspire: patient is scheduled for a future right hip revision surgery. Additional information: it was reported that the patient had a revision surgery on right hip due to adverse local tissue reaction.